Event description:
It was reported that the patient present in clinic for implant procedure. During implantation the right ventricular (rv) lead was dislodged and the helix would not extend. The rv lead was explanted and replaced with a new one. The patient was stable.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. The reported event of helix mechanism issue was confirmed. A completed lead was returned in one piece with the helix retracted and clogged with blood. X-ray examination found the inner could was overtorqued. After cleaning and cutting the lead the helix could be retracted. No other anomalies were found and the helix issue was isolated to coil being overtorqued and clogged with blood.